Event description:
The following has been reported: biomed reported: tubing set error message constantly even after cleaning. No active infusion or any patient harm reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped (per a review of the logs). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample was received for evaluation. While trying to put a cassette onto the pump it would give a cassette error due to the fva outlet pin being unable to move. Internal investigation was performed and found the fva valve pins and loading pins to have foreign substance on the moving surfaces. It is believed that the extra extensive cleaning of the pump was able to free up the fva pins so that the pump was able to function properly during testing. The fva pin lip seals and loading pin lip seals will be replaced to ensure overall functionality and then the pump will undergo all necessary functional testing.